Event description:
It was reported that a patient was unable to cycle their inflatable penile prosthesis (ipp) due to pump lock. The patient dissatisfied. The ipp was explanted on (B)(6) 2018 and replaced with a new ipp pump and cylinder. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. Both cylinders performed within specifications. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. During functional testing the bulb remained deflated. Review of the manufacturing records for this batch cannot be performed, as no batch number was reported and a ship history cannot be performed. Labeling review and risk review not required per (B)(4) wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that a patient was unable to cycle their inflatable penile prosthesis (ipp) due to pump lock. The patient dissatisfied. The ipp was explanted on (B)(6) 2018 and replaced with a new ipp pump and cylinder. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.